Event description:
The fse noted the system displayed a communication failure error message resulting in a loss of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.